Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that the patient's turbo-ject® double lumen over-the-wire power-injectable PICC (peripherally inserted central catheter) was damaged, which may have led to a stroke and the patient's subsequent expiration. The patient was initially admitted to the hospital on (B)(6) 2017 regarding a gsa (general state alteration) in the context of idiopathic pulmonary fibrosis, which was formerly treated with nintedanib medication. The patient presented with dyspnea and asthenia worsening for 2 months, and experienced weight loss of 10 kilograms in 1 year. The patient also experienced associated dysphagia (to solid foods), and was under pn (parenteral nutrition) (olimel n7e) via a PICC-line which was implanted on (B)(6) 2017. Use of the PICC line reportedly ceased on (B)(6) 2017 following the discovery of a "light (or lumen) cut at the filter" [sic]. A preliminary investigation of photos of the device which were returned by the customer confirm that this verbiage refers to a complete break in the line leading to one of the lumens. A hub separation was also observed. On (B)(6) 2017, the patient presented with signs of a stroke. At 08:55 am, when the nurse arrived, the patient reportedly felt paralyzed. The patient later experienced "major understanding disorders" and no motor aphasia, with a left upper limb deficiency with deviation, and oral rhyme with signs of left facial paralysis. Ocular motricity was difficult to test, because the patient was notably disoriented. The babinski plantar reflex was confirmed on the patient's left side, with rigidity of both lower limbs. The patient was incontinent of both urine and feces; however, no abnormal movements were observed, the patient's vigilance was ok, and there was no drowsiness. There ultimately was an indication for urgent transfer to neurovascular. The patient was transferred to a nearby hospital (B)(6) hospital because the neurovascular department at the first location was full. The patient arrived at the second hospital at 10:30 am. The patient was clinically stable for the rest of the day, but remained hospitalized. On (B)(6) 2017, the patient developed acute respiratory distress at the end of the night and was transferred to the emergency room. The emergency physician confirmed the respiratory distress and neurological aggravation (glasgow coma scale 3). A transthoracic echocardiogram confirmed gaseous emboli at the cardiac level, and a cerebral computed tomography scan also confirmed a gas embolism. The PICC line that had still been in place (albeit in a nonfunctional state) was removed in the emergency room. A neurologist later confirmed that the patient was perfused in a "peripheral way" upon arrival to the neurovascular department; no PICC lines were used. On (B)(6) 2017, the patient expired. The customer reported that the death may be related to the device malfunction. Specific product information and a lot number were not available, and the complaint device was not kept and will not be returned for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
Blank fields on this form indicate the information is previously submitted, unknown, or unavailable. The provided photos show that the tubing broke at the purple luer hub.

Event description:
Additional information was received from the customer upon request. Only one lumen of the catheter was infusing total parenteral nutrition and no other intravascular devices were being utilized at the time of event. The customer reported that the patient¿s neurological status was normal until the event occurred. The mini-mental state examination (mmse) score was 26/30 one week before the event. The customer confirmed that they cannot provide patient medical records, official cause of death, or an autopsy report. The customer reportedly believes that the death is possibly linked to the device malfunction, but they acknowledge that the patient's multiple co-morbidities and the temporal span between the product issue and the patient expiration make this determination impossible. Additional imaging was not performed prior to or following the procedure, and the cause of the product failure was not known. The customer believes that the product was shipped with the instructions for use (IFU), but this cannot be confirmed.